Manufacturer narrative:
E1. Initial reporter address 1:801 (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified brachial vein. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6atm within 2 seconds. The device was removed using normal method without any problem. The procedure was completed with another peripheral cutting balloon. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified brachial vein. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6atm within 2 seconds. The device was removed using normal method without any problem. The procedure was completed with another peripheral cutting balloon. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
H6. Corrected patient code from e2326 inflammation to e2403 no clinical signs, symptoms or conditions. E1. Initial reporter address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified brachial vein. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6atm within 2 seconds. The device was removed using normal method without any problem. The procedure was completed with another peripheral cutting balloon. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter address: (B)(6).